Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during trouble shooting of a therapy issue, customer switched the cassette only, which is a use error/poor aseptic technique. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) needed assistance to end therapy during the initial drain on a home choice (hc) where the hp contacted the registered nurse (rn) for assistance and was advised to stop therapy and just replace the cassette. The technical service representative (tsr) advised that when the hp started over his therapy, all supplies have to be new. The tsr assisted the hp with ending therapy and advised to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.